Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify pump error 53 due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/ battery connector, motor, vibrator during visual inspection. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case (battery tube), cracked retainer, broken belt clip rail, label damage. Unable to confirm pump error 53 and unable to download history files and traces due to blank display. Blank display due to moisture damaged electronic assembly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that the insulin pump had software error detected alarm and blank display. Customer stated that the insulin pump then turned off and display did not return. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display did not returned of insulin pump. Customer stated that the insulin pump was not dropped or was not exposed to moisture. The insulin pump will be returned for analysis.